Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00415 / 00416). Requested but not returned by hospital.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2015 due to metallosis. The head was removed and replaced and a liner was implanted. The patient was further revised on (B)(6) 2016 due to fracture of the liner and head.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2015 due to metallosis. The head was removed and replaced and a duel active articulating bearing was implanted. The patient was further revised on (B)(6) 2016 due to fracture of the liner and head.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2015 due to metallosis. The head was removed and replaced and a dual active articulating bearing was implanted. The patient was further revised on (B)(6) 2016 due to fracture of the bearing and head.

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-00415 / 00416 and 3002806535-2016-00088).